Manufacturer narrative:
A patient's left ventral-intermediate-nucleus (vim) lead and burr hole cap were infected was reported to abbott. Cultures were taken and sent to a lab and patient was prescribed IV antibiotics via PICC line. Surgical intervention was undertaken wherein the left lead and burr hole cap were explanted. The infection has since cleared. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient's left ventral-intermediate-nucleus (vim) lead and burr hole cap were infected. Cultures were taken and sent to a lab and patient was prescribed IV antibiotics via PICC line. Surgical intervention was undertaken wherein the left lead and burr hole cap were explanted with no complications.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Additional information indicated that the infection has since cleared.